Event description:
It was reported that pump declared cartridge change error and customer experienced high blood glucose, with meter displaying ¿high¿ and specific value unknown. There was no additional information received regarding any further impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, did not require help from third party, and followed technical support instructions to inspect and clean debris from pneumatic area, verify cartridge o-ring and placement, and reload cartridge, after which customer successfully completed load process and resumed insulin delivery.